Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the past couple of days they had been experiencing pain in their urethra, a pinching type pain. They said they have not increased their setting at all. They said they used to feel stimulation sensation but now they just feel pinching. They were in the hospital for 3 days (unrelated) and the pinching pain started then. Reviewed stim sensation information, and the option to reduce the setting to see if the pain went away or not. Worked with patient to use their control equipment to synch with their implant and patient was successful to decrease stim to a comfortable level. They will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.